Event description:
Primary stability and osseointegration achieved. Patient was smoker, but stopped in mean time. Because of the deep local pocket the prognosis is bad. It would not be wise to go on with a crown even when there is no mobility. Implant removed.